Manufacturer narrative:
(B)(4). Date sent: 2/19/2026. D4: batch#: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the reason why the device was fired on back table? Can it be confirmed that the retaining cap was in place during 2nd firing before use? How was procedure completed? (New reload or entirely new device with reload)? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec3d60l device was returned with no reload present. Upon visual inspection, the joint cover was found to be damaged. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. The event log was reviewed. An error was identified that may be related to the reported event, though the cause of the error has not been identified. If troubleshooting was attempted and unsuccessful the error may have not been recoverable. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: a9922h, and no non-conformance's related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a duodenal switch procedure, they fired the stapler halfway and they used the home button to then open the jaws and replace the reload. With the new reload the stapler would not fire. The procedure was completed successfully with no adverse consequences for the patient. No additional information provided.